Event description:
The customer reported that the radiation deficiencies mass linearity and high contrast resolution does not meet the recommended standards.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found that the high contrast resolution was at spec at 24 for this system. The system is operating as intended.